Manufacturer narrative:
Product complaint (B)(4). Upon review of the information provided, it was concluded that this event now meets the FDA defined criteria for a reportable serious injury. Additional information requested and received: what specific post-op antibiotherapy did the patient receive (antibiotics?). Amoxicillin / clavulanic acid 2g / 200mg IV, 1 vial every 8 hours for 48 hours. What is the current patient status? The patient is going well. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Extended hospital stay : the patient remained 2 days after the operation. Monitoring and important antibiotherapy.

Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: what specific post-op antibiotherapy did the patient receive (antibiotics)? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported that during the last stapling, the device stapled only one side of the stomach (the side to be removed). The surgeon had to cut 5 cm of the gastric tube. Use of another device to complete the procedure. Patient consequence: post-op antibiotherapy. Delay of 5-10 minutes.